Manufacturer narrative:
This report is submitted september 13, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device. This report is filed on february 11, 2019.

Manufacturer narrative:
Correction : the date of the report is (B)(6) 2018; not (B)(6) 2018 as previously reported. The cochlear implant was evaluated using the integrity test system on (B)(6) 2018. The results indicated that the receiver stimulator has no output and therefore on (B)(6) 2018 concluded as a device malfunction. This report is filed on september 19, 2018.